Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that an angio-seal device was deployed with no apparent problems. Two to three days later, a pseudoaneurysm appeared and surgery was performed. A stent was positioned to seal the pseudoaneurysm from the other side of the artery. The patient's hospitalization was extended due to this event. The patient is now stable.